Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 an audible urgent low glucose alert was not presented on the g5 mobile cgm android app. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio alert on the app could not be determined. A root cause could not be determined.